Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip resurfacing procedure on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to a periprosthetic fracture. The femoral resurfacing head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."